Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the patient was moved to another system for procedure competition. The field service engineer (fse) went onsite and analysed system log files. The analysis indicated that the ippc power on self-test was incomplete. Further investigation revealed that the ippc was defective. The ippc was returned to philips for further analysis. The analysis identified ethernet card malfunctioned as lan test failed. Following replacement, the system returned to use in good working order. The codes have been updated based on the investigation's outcome.